Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head did not display correctly on the screen during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: disconnection in cable unit, displayed image was flickering, the image has white dots and deterioration of head unit a definitive root cause could not have been identified, and based on the results of the investigation, it likely that the malfunction resulted from several factors. Due to a disconnection in the cable unit, the displayed image was flickering, and due to deterioration of the head unit, the image had shown white dots. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.